Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the lot number was unknown. The intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the intraclude balloon is not totally occlusive during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case loss of volume to the balloon of the intraclude device resulted in loss of occlusion. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that issues were experienced during the use of a vascular clamp. As reported, the balloon was not occlusive any more after a while. The balloon migrated. Low balloon pressure and adding volume every 7-10 minutes to keep the balloon in stable position and to maintain a good pressure in the balloon to have occlusion.

Manufacturer narrative:
The reported event was identified to be an issue with the supplier. The root cause is currently being investigated by the supplier.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
An engineering evaluation was performed. A manufacturing, design, labeling, and IFU defect were not able to be confirmed. As the device was not returned for evaluation, the alleged defect cannot be confirmed and the root cause cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.